Event description:
It was reported during an elective ipg replacement, the extension was damaged when being removed from the explanted ipg, causing abnormal impedances. As a result, the extension was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
A damaged extension was reported to abbott. It was determined that during an elective ipg replacement, the extension was damaged when being removed from the explanted ipg, causing abnormal impedances. As a result, the extension was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.